Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the (B)(6) 2012. It is alleged "plaintiff began to experience discomfort in her right groin, hip, and thigh and decreased mobility, which progressively worsened." The plaintiff was revised on (B)(6) 2014.

Manufacturer narrative:
An event regarding loss of mobility involving a trident alumina insert was reported. The event was not confirmed. Device evaluation not performed as the device was not returned. Medical evaluation not performed as no medical records were provided for review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed no other similar events for the reported lot. The exact cause of the event could not be determined because of a lack of information. No further investigation for this event is possible at this time.

Event description:
It was reported by the attorney for the patient as a result of a lawsuit that allegedly the patient underwent right hip surgery using trident acetabular ceramic hip system on (B)(6) 2012. It is alleged "plaintiff began to experience discomfort in her right groin, hip, and thigh and decreased mobility, which progressively worsened." The plaintiff was revised on (B)(6) 2014.

Manufacturer narrative:
Additional devices listed in this report: cat # 540-11-50e, lot # 40361901, description: trident psl ha solid back 50mm. Cat # 6565-0-232, lot # 28746601, description: alumina v40-femoral head 32mm, +4mm nk. Cat # 6020-0335, lot # 40679504, description: accolade tmzf hip stem #3. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. The information in this report was provided by stryker orthopaedics legal affairs. No additional information is available at this time due to ongoing litigation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.